Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ allergy syringe had defective needles. No serious injury reported. The following information was provided by the initial reporter: some of the needles did not have an open bevil or were misshapen needles

Manufacturer narrative:
H.6. Investigation summary: photos and (1195) 1ml, 10mm, 27g bd allergy syringes (1125 in sealed trays, 70 in open trays) were received along with the reported complaint of needle defective. The investigating team has used the photos and samples of item #305541 and lot #2011725 for investigating the reported defect. The photos and thirty out of 1195 returned syringes were examined and no needle defects were observed. These samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 27g: 0.0160¿-0.0165¿). All observations fell within specifications. A review of the device history record was completed for batch #2011725. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded that embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issues are unconfirmed.

Event description:
It was reported that bd¿ allergy syringe had defective needles. No serious injury reported. The following information was provided by the initial reporter: some of the needles did not have an open bevil or were misshapen needles.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: allergy syringe. Device failure: needle damaged / defective.